Event description:
The account alleged that after an aide had fed the pt breakfast they removed the pt tray from the room. Upon the aide returning, the pt was found with his lower portion of his body on the floor and his head entrapped between the top of the mattress and the bottom of the left head siderail toward the center of the bed (zone 4). The back of his head was against the mattress. The pt expired due to asphyxiation.